Event description:
Litigation papers allege severe pain, popping and snapping, swelling, inflammation and damage to the surrounding bone and tissue, and partial lack of mobility. It is further alleged the patient required a closed reduction due to dislocation. Doi: (B)(6) 2008 - closed reduction: (B)(6) 2011 - dor: none reported (right hip). Patient is resident of (B)(6).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Fs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the patient did sustain a dislocation in (B)(6) 2011 (closed reduction) and then was revised on (B)(6) 2011 for metal stained fluid, malpositioned cup, and dislocations. The liner was noted to have rotated in the shell and was a poly liner. The liner was noted to be damaged-all but two of the plastic protrusions (ards) had broken off.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf and implant records received. There are no new allegations reported. Updated part and lot numbers of liner, lawyer, and law firm. Doi: (B)(6) 2008 - dor: nov 29, 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A review of the manufacturing records for this product/lot combination found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: bc6a71000. Device history review: a review of the manufacturing records for this product/lot combination found no related deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.